Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (bg) with elevated blood glucose (bg) levels in the 400s mg/dl. Bg levels were at 425 mg/dl upon arrival to the ER. Customer was treated with an intravenous drip of saline and discharged 5 hours later. Bg levels had dropped to 263 mg/dl at the time of discharge and customer reported feeling fine.